Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿does not allow for urine drainage" with a potential root cause of ¿poor interfaces with connections, vent blocked creating vacuum in bag (excludes non-vented bags), occlusions (for bed/leg bags)". The lot number is unknown therefore the device history record could not be reviewed. The product code for this urine collection product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the urine collection product labeling is found to be adequate based on past reviews. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that urine would not drain into the bag.